Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('gen. Abnormal. Bleed'), thyroid cancer ('thyroid cancer') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), systemic lupus erythematosus (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), the first episode of cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches"), bone pain ("aching bones"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), autoimmune thyroiditis ("hashimoto's thyroid disease") and the second episode of cystitis ("bladder infection") and was found to have thyroid cancer (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, thyroid cancer, systemic lupus erythematosus, pelvic pain, abdominal pain, back pain, dyspareunia, hypersensitivity, migraine, headache, bone pain, menorrhagia, metrorrhagia, dermatitis allergic, autoimmune thyroiditis and the last episode of cystitis outcome was unknown. The reporter considered abdominal pain, autoimmune thyroiditis, back pain, bone pain, dermatitis allergic, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, systemic lupus erythematosus, thyroid cancer, the first episode of cystitis and the second episode of cystitis to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain ,abdominal, pain back pain , dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed, bladder infection, migraine, headaches, aching bones. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs received. Events menorrhagia (heavy menstrual bleeding), metrorrhagia, allergy: rash/skin condition, hashimoto's thyroid disease, bladder infection, thyroid cancer and lupus added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy"), cystitis ("bladder infection"), migraine ("migraine"), headache ("headaches") and bone pain ("aching bones"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, back pain, dyspareunia, hypersensitivity, cystitis, migraine, headache and bone pain outcome was unknown. The reporter considered abdominal pain, back pain, bone pain, cystitis, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal, pain back pain, dyspareunia (painful sexual intercourse), gen. Abnormal. Bleed,bladder infection, migraine, headaches, aching bones. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporters information updated. Event: injury were updated to pelvic pain . New events: abdominal pain, back pain, dyspareunia (painful sexual intercourse) , gen. Abnormal. Bleed, migration:, bladder infection, migraine, headaches, aching bones and plaintiff did not undergo essure confirmation test. Were added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown/essure coil is undetectable in body,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included postpartum state, drug allergy (allergies: ceftin,reaction-asthma / shortness of breath. Sulfamethoxazole ¿ trimethoprim reaction: asthma/ shortness of breath), cervical dysplasia, ovarian cyst and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,,") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed/abnormal genital bleed"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), weight fluctuation ("weight gain / loss specify which one") and arthralgia ("other injury(ies) or complication (s) please describe: joint pain"). In 2017, the patient experienced back pain ("back pain"), bone pain ("aching bones/aching bones endocrinologist") and the first episode of abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have thyroid cancer ("thyroid cancer") and experienced systemic lupus erythematosus ("lupus"), the second episode of abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), cystitis ("bladder infection"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), autoimmune thyroiditis ("hashimoto's thyroid disease"), vaginal haemorrhage ("abnormal bleeding (vaginal") and uterine enlargement ("englarged uterus"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, thyroid cancer, systemic lupus erythematosus, pelvic pain, the last episode of abdominal pain, back pain, dyspareunia, hypersensitivity, cystitis, migraine, headache, bone pain, menorrhagia, metrorrhagia, dermatitis allergic, autoimmune thyroiditis, vaginal infection, vaginal haemorrhage, urinary tract infection, uterine enlargement, weight fluctuation and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune thyroiditis, back pain, bone pain, cystitis, dermatitis allergic, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, systemic lupus erythematosus, thyroid cancer, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain ,abdominal, pain back pain , dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed,bladder infection, migraine, headaches, aching bones. Current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Imaging procedure - on an unknown date: right occlusion only. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet was received. Event added from pfs- joint pain. Events onset date were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown/essure coil is undetectable in body,') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test." The patient's medical history included postpartum state, drug allergy (allergies: ceftin,reaction-asthma / shortness of breath. Sulfamethoxazole ¿ trimethoprim reaction: asthma/ shortness of breath), cervical dysplasia, ovarian cyst and obesity. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,,") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"). In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnormal. Bleed/abnormal genital bleed"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), weight fluctuation ("weight gain / loss specify which one") and arthralgia ("other injury(ies) or complication (s) please describe: joint pain"). In 2017, the patient experienced back pain ("back pain"), bone pain ("aching bones/aching bones endocrinologist") and the first episode of abdominal pain ("abdominal pain"). On an unknown date, the patient was found to have thyroid cancer ("thyroid cancer") and experienced systemic lupus erythematosus ("lupus"), the second episode of abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), cystitis ("bladder infection"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), autoimmune thyroiditis ("hashimoto's thyroid disease"), vaginal haemorrhage ("abnormal bleeding (vaginal") and uterine enlargement ("englarged uterus"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, thyroid cancer, systemic lupus erythematosus, pelvic pain, the last episode of abdominal pain, back pain, dyspareunia, hypersensitivity, cystitis, migraine, headache, bone pain, menorrhagia, metrorrhagia, dermatitis allergic, autoimmune thyroiditis, vaginal infection, vaginal haemorrhage, urinary tract infection, uterine enlargement, weight fluctuation and arthralgia outcome was unknown. The reporter considered arthralgia, autoimmune thyroiditis, back pain, bone pain, cystitis, dermatitis allergic, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, systemic lupus erythematosus, thyroid cancer, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain ,abdominal, pain back pain , dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed,bladder infection, migraine, headaches, aching bones current weight 189 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Imaging procedure - on an unknown date: right occlusion only. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/migration of essure device location of device: unknown/essure coil is undetectable in body,'), genital haemorrhage ('gen. Abnormal. Bleed/abnormal genital bleed'), thyroid cancer ('thyroid cancer') and systemic lupus erythematosus ('lupus') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included postpartum state, drug allergy (allergies: ceftin,reaction-asthma / shortness of breath. Sulfamethoxazole ¿ trimethoprim reaction: asthma/ shortness of breath), cervical dysplasia and ovarian cyst. On (B)(6) 2011, the patient had essure inserted. In 2013, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis,,"). In 2017, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), headache ("headaches"), bone pain ("aching bones/aching bones endocrinologist"), the first episode of abdominal pain ("abdominal pain") and weight fluctuation ("weight gain / loss specify which one"). On an unknown date, the patient was found to have thyroid cancer (seriousness criterion medically significant) and experienced systemic lupus erythematosus (seriousness criterion medically significant), the second episode of abdominal pain ("abdominal pain"), hypersensitivity ("allergy"), cystitis ("bladder infection"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia"), dermatitis allergic ("allergy: rash/skin condition"), autoimmune thyroiditis ("hashimoto's thyroid disease"), vaginal haemorrhage ("abnormal bleeding (vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,") and uterine enlargement ("enlarged uterus"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, thyroid cancer, systemic lupus erythematosus, pelvic pain, the last episode of abdominal pain, back pain, dyspareunia, hypersensitivity, cystitis, migraine, headache, bone pain, menorrhagia, metrorrhagia, dermatitis allergic, autoimmune thyroiditis, vaginal infection, vaginal haemorrhage, urinary tract infection, uterine enlargement and weight fluctuation outcome was unknown. The reporter considered autoimmune thyroiditis, back pain, bone pain, cystitis, dermatitis allergic, device dislocation, dyspareunia, genital haemorrhage, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, pelvic pain, systemic lupus erythematosus, thyroid cancer, urinary tract infection, uterine enlargement, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain ,abdominal, pain back pain , dyspareunia (painful sexual intercourse),gen. Abnormal. Bleed,bladder infection, migraine, headaches, aching bones diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: right occlusion only. Pregnancy test - on an unknown date: negative. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events enlarged uterus, abdominal pain, abnormal bleeding (vaginal, infection (bladder/ urinary tract/vaginal) type: vaginitis and weight loss/ gain added. Medical history, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.